Manufacturer narrative:
Patient date of birth: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.25 x 16 synergy drug-eluting stent was selected for use. However, during removal of the device from the packaging, there was resistance removing the hub from the coiled tube. After several attempts to remove the device, the delivery system broke at about 130cm from the hub. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Patient date of birth: 1951. Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a shaft polymer extrusion break at the port bond site. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 16 synergy drug-eluting stent was selected for use. However, during removal of the device from the packaging, there was resistance removing the hub from the coiled tube. After several attempts to remove the device, the delivery system broke at about 130cm from the hub. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.